Event description:
It was reported that during a procedure, it was noted that the lead was unable to be removed from the guidewire. The lead was not used and another lead was successfully implanted. The patient was stable throughout.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the crimp sleeve were found pulled out from the connector assembly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out through the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. Abbott is continuing to monitor this issue.